Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the surgeon used the device and had problems on the firing line at the ila. The surgeon said he did everything correctly but the staples didn't form fully and the knife did cut. The patient was ok; no adverse effects. Staff had to open and endoclip to stop the bleeding. It was not reported how the procedure was completed. There were no adverse consequences reported for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.